Event description:
It was reported that the pt underwent a prophylactic bilateral mastectomy with breast reconstruction using a 8x16cm piece of veritas collagen matrix and a breast implant on (B)(6) 2011. The veritas was soaked in a saline solution for approximately one (1) minute prior to implant. Two (2) drains were placed below the veritas and one (1) in the area on top of the veritas. Both drains were removed on (B)(6) 2011, post-op day four (4). The pt presented with redness of the right breast on (B)(6) 2011, twenty-four (24) days post-op. The pt was treated with oral antibiotics, 300mg of dalacin three (3) times a day for eight (8) weeks. On (B)(6) 2012, approximately seven (7) months post-op, the surgeon removed the breast implant from the right breast. The pt is reported to be doing well.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00062, 00063, 00064.